Manufacturer narrative:
(B)(4). The covidien service engineer (se)inspected the device and verified the reported issue. The se replaced o2 cell. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht70 plus ventilator had an oxygen sensor that is not working. There was no patient involvement.